Event description:
On sept 14, 2007, it was reported to boston scientific corp that a male patient (age and weight unk) successfully underwent treatment with a prolieve thermodilatation kit in 2007, as part of a study using prolieve for the treatment of benign prostatic hyperplasia (bph). According to the complainant, the patient experienced pressure sensation (mild) the following month. No treatment was required and the event was termed "mild" and documented as ongoing. Two months later, the event (pressure sensation and frequency related to urination) was documented as ongoing and the pt was treated with bactrim (antibiotic) - phenazopyridine in 2007. The following month, the event (pressure sensation) was upgraded from "mild" to "moderate and the patient was treated for a second time with bactrim - phenazopyridine. Requests for add'l info have been sent. It is unclear if the pt was diagnosed with an infection.

Manufacturer narrative:
The lot number of the device used is unk, therefore, a device history record (DHR) is not available. The complainant indicated that the device will not be returned for evaluation; as it was disposed of by the user facility, therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. The 2007 complaint trend report for the product family, inclusive of all failure modes, was reviewed; no adverse trend was noted.